Manufacturer narrative:
Concomitant product UDI for lgx preconnect is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir presented a hole and fluid loss. A surgical procedure was performed to replace the system. There were no further patient complications.